Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was thoroughly inspected and analyzed. Review of device memory confirmed the device had reached eol due to charge times greater than 45 seconds on (B)(6) 2017. The battery voltage was 3.081v, which is beginning of life (bol). Further review also indicated a shorted lead condition had occurred on (B)(6) 2017. High power microscopic inspection of the device case found no arc marks. An x-ray of the device confirmed the plasma fuse was damaged, consistent with excessive electrical energy. The damaged plasma fuse prevented the capacitors from charging within 45 seconds. Analysis concluded the related lead most likely shorted, damaging the plasma fuse and leading to the reported clinical observation of the device reaching eol earlier than expected. Analysis did not identify an electrical short within the device itself; it is suspected that the proximal and distal lead coils shorted against themselves either due to a fracture or the position of the lead.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) had reached end of life (eol) battery status and was explanted and replaced with a competitor's device. Later, the physician realized that at a check a few weeks before the procedure, the battery status was still good. There was concern that the device exhibited premature battery depletion. No additional adverse patient effects were reported.